Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored both an untreated episode and an inappropriate shock due to the presence of noise. The noise was easily able to be reproduced during in clinic testing. X-ray confirms the system was in an optimal position. Device data was sent to technical services (ts) for review. Data analysis confirmed the device was also exhibited premature battery depletion consistent with increased power consumption. Additional information was received confirming that this system was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored both an untreated episode and an inappropriate shock due to the presence of noise. The noise was easily able to be reproduced during in clinic testing. X-ray confirms the system was in an optimal position. Device data was sent to technical services (ts) for review. Data analysis confirmed the device was also exhibited premature battery depletion consistent with increased power consumption. Additional information was received confirming that this system was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The shocking coil was noted to have been stretched, however this is consistent with the explant procedure. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.